Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml and 100 miu/ml hcg urine controls. The results for both the control levels showed positive at read time and met qc specifications. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The distributor reported a false negative hcg result on (B)(6) 2016 for a patient using a combo pregnancy test (catalogue number fhc-202). The patient tested at home with a store bought urine pregnancy test with a positive result. The distributor also provided two additional results obtained on (B)(6) 2016. The distributor was unable to specify whether these results correspond to the same patient as on (B)(6) 2016 or were obtained from a different patient. On (B)(6) 2016 a patient received a faint positive result using a combo pregnancy test (catalogue number fhc-202) and a laboratory serum hcg result of >800 miu/ml. The part number was not provided by the distributor.